Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer used a couple tampons. Upon removal of the first one, she noticed the tampon appeared to be falling apart and unraveling. Days after her period she noticed a foul odor and some discomfort and irritation. She found that pieces of the tampon remained inside her and she manually removed.